Event description:
It was reported that during an low anterior resection procedure, the anvil would not close. The closing stopped before the indicator showed into the gap scale. The anvil was unjoined, and then reset. However, the same event occurred. The surrounding tissue of the anastomosis site was without particular distinction. Another device was used to complete the case. There were no adverse consequences to the pt. After the operation, the device was checked and confirmed that the anvil could be closed properly without any problems.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.